Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that she had a urinary tract infection that triggered her high blood glucose levels. The customer also stated she changed her infusion set every 2-3 days. Nothing further was reported.